Manufacturer narrative:
Getinge's investigation found that the operator was not wearing recommended heat resistant gloves when removing the load as the load cooled inside the sterilizer. The square edge of the second shelf support bracket was exposed due to the second shelf having been removed to make room for larger cases. This is the first incident caused by square edged shelving brackets on the 633 model sterilizer.

Event description:
Operator was unloading a wrapped instrument set from the bottom shelf of the sterilizer. While pulling on the case, her left hand came in contact with the upper shelf support bracket and the corner of the bracket impacted her hand between the thumb and index finger. The injury required 4 stitches. She was treated and returned to work the same day.